Manufacturer narrative:
The investigation is in process. The device will not be returned. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that sutures tore intraoperatively on the anterior/posterior holes of an eleos proximal tibia. Dr. (B)(6) was using ethibond 5 sutures. The surgeon brought the sutures anteriorly after exiting the posterior suture holes, which resulted in the sutures tearing. In order to successfully complete the surgery, dr. (B)(6) doubled up on the sutures. No additional information regarding this event was obtained.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the sutures tearing intraoperatively on the suture holes of the proximal tibia was due to the device design. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 114: operational problem identified. H6: investigation conclusions code updated to 12: cause traced to device design. H10: additional narratives/data.

Event description:
It was reported that sutures tore intraoperatively on the anterior/posterior holes of an eleos proximal tibia. Dr. (B)(6) was using ethibond 5 sutures. The surgeon brought the sutures anteriorly after exiting the posterior suture holes, which resulted in the sutures tearing. In order to successfully complete the surgery, dr. (B)(6) doubled up on the sutures. No additional information regarding this event was obtained.